Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union was determined to be prior medical condition. See surgeon comments in evaluation. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 400mm, standard nail per the sign technique manual. Surgeon comments: "this is a (B)(6) male patient for whom intramedullary nail ( nail size of 380 by 10 screw size of 55 distally 40 proximally ) was inserted for the dx of femoral shaft fracture. Currently admitted with the dx of non united femoral shaft fracture ( failed implant). He was investigated for the cause of the non union .both rbs and fbs was elevated ..his hemoglobin a1c was 9.3 .after attaining good glycemic control , old sign nail was removed , medullary cavity rimmed till 13 cm and another intramedullary nail of following size is inserted."